Event description:
Approximately 10 months after the index procedure, restenosis was found.

Manufacturer narrative:
This patient presented to cath and two-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a lesion in the proximal right coronary artery (rca) with a 3.5x8mm cypher stent at 18 atm. Pci was performed next on a lesion in the proximal lad with a 3.5x23mm cypher at 16atm. Then a lesion in the mid rca was treated with a 3.5x33mm cypher at 18 atm, a 3.0x18mm cypher at 14 atm and finally, a 2.5x13mm cypher stent 14 atm. Post-porcedure cardiac enzymes were ck 225 iu/l (upper normal limit 190 iu/l, troponin t quantative 0.14 ng/ml (upper normal limit 0.04 ng/ml) and ck-mb 2.3 iu/l. There were no baseline medications. Post-procedure medications included long acting nitrates, beta blocking therapy, aspirin, clopidogrel, lipid lowering agent and simvastatin. The patient was discharged without anginal complaints. Cardiac enzymes measured at discharge were within normal limits. Approximately ten months later, the patient was hospitalized and control diagnosis angiography was done. 50% focal intrastent restenosis was found in the proximal lad. In the mid lad, two times focal intrastent restenosis (60% and 75%) were found. As the patient was asympotmatic, he was discharged the day after. A single photon emission computed tomography (spect) test and stress test were scheduled approximately two weeks later. The tests were negative and did not show any ischemia. Therefore, it was decided to do no further interventions but just kept the subject to regular control. There were no further complications. Please note that this product, (crs23350, lot no. S0203047) is not distributed in the united states. However, is is similar to the us distributed device, cxs23350. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.